Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: any injuries and/or harm? Canceled specimen testing / patient called back to the provider¿s office for redraw. What is the issue you experienced? Several providers are reporting issues while drawing patients using the bd vacutainer buffered sodium citrate tubes (lot # 1165560). They are stating that the suctioning stops while they are drawing the patient and are unable to fill the tubes appropriately.

Manufacturer narrative:
Investigation summary : bd received 2 photos from the customer in support of this complaint. The photos were evaluated, and one photo shows a tube with blood filled below the etched fill line on the tube and the other photo is of the shelf pack. Therefore, 10 production lot in-house retention tubes samples were functionally tested and underfill was not observed as all tubes were within specification limits. Bd was able to confirm the customer¿s indicated failure mode because the defect was observed in the photo; however, the failure mode could not be duplicated in the retention sample testing. The exact cause of the failure mode could not be determined. Sufficient volume is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the shield. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: any injuries and/or harm? Canceled specimen testing / patient called back to the provider¿s office for redraw. What is the issue you experienced? Several providers are reporting issues while drawing patients using the bd vacutainer buffered sodium citrate tubes (lot # 1165560). They are stating that the suctioning stops while they are drawing the patient and are unable to fill the tubes appropriately.